Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that closure of an unspecified access site was attempted using three proglide devices. Reportedly, an unknown failure occurred with all three devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The insufficient information was observed as a link separation. A review of the electronic lot history record (elhr) and corrective action tracking system for the web (catsweb) database for the reported lot revealed no associated nonconforming material records (ncmr) or exceptions to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d4: lot# and expiration dateh4: device mfg date.